Event description:
Power cord was damaged causing the facilities wall breaker to trip. The power cord had exposed wires.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.